Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via review of the controller log files, which revealed an increase in power consumption starting (B)(6) 2017. 102 high watt alarms have been logged since (B)(6) 2017. An angiography revealed a smaller lumen in outflow graft. It was reported that the patient was given lysis treatment twice and treated with a stent for outflow graft issue; the parameters returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had signs of a pump thrombus with hematuria and high power alarms. The patient received lysis therapy, power consumption went back to baseline and the hemolysis parameters were decreasing. The left ventricular assist device (lvad) remains in use. No further patient complications have been reported as a result of this event.